Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "my freestyle libre 3 plus continuous glucose sensor was reporting abnormally low blood sugar levels all day yesterday. I tested my blood sugar via finger stick when I got home, and it was at 462 mg/ dl vs the sensor-reported level of 53 mg/dl. I checked my sensor serial number (B)(6) (I was approximately 9 days into sensor use) on the abbott website to see if it was part of the recent recall, but it was not. I separately tried to contact abbott at their emergency line (no answer), via their submission form (it did not allow me to submit, indicating that my phone number wasn't real), and have now been waiting on hold with their normal customer service line for 28 minutes without yet talking to a person. I am concerned that the company hasn't identified all of the recalled devices, and am very concerned that they have made it impossible for me to report my concern to them." Adc customer service was able to successfully contact the customer, however, no further information pertinent to the case was obtained. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (DHR¿s) for the product was reviewed and the dhrs showed the product passed all tests prior to release. Ins-18: dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. There were 2 additional sensors reported (0pmeaq0jm, unk) and they have been captured under this submission. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.